Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an interventional procedure, the user report that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the monoblock, which includes the x-ray tube, was found defective. Several x-ray-tube archings had been recognized and the operator was informed by the system accordingly. In this context it is important to point out that an x-ray-tube is an expendable item which underlies wear and tear. It is in the responsibility of the carrier to decide the exchange of the monoblock when the error messages are displayed. The affected monoblock has been exchanged by the local service organization and the error has not been reported again. No systematic problem has been identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.